Manufacturer narrative:
. The anchors were not returned to saluda. Without the return of any device for analysis, it is not possible to assess the functionality of these devices. The changing impedances were likely to be the result of the lead migration. Lead migration from the location chosen at initial implantation, resulting in stimulation changes and requiring surgery (including revision, explant, and replacement) as a result is listed as a potential risk in manufacturer's instructions for use (IFU). X-rays confirmed lead migration. The cause of the lead migration could not be confirmed. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported stimulation issues with their scs system. An x-ray revealed a lead had migrated and was potentially coming into contact with the other lead, which is used for the patient¿s stimulation program. A lead revision was performed to reposition the lead and therapy was restored.